Event description:
It was reported, that the patient presented for a follow-up in clinic. It was noted, that the right atrial (ra) lead exhibited noise oversensing. The ra lead was explanted and replaced. It was also noted, that the right ventricular lead was explanted, due to an unknown reason. The patient was stable.